Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assemblies. The insulin pump was unable to verify the button error alarm due to its blank display. The device was received with a corroded motor assembly, minor scratches on the liquid crystal display window, and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after the device had been exposed to water. The customer stated that she had gone swimming with the insulin pump on and that the device had become submerged. She observed fluid in the liquid crystal display screen. The customer's blood glucose was 173 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.